Event description:
Additional information received from the patient reported that they started a recharge session because their device stopped working. The patient stated that their device was charged up to two bars, so they charged it to full as usual, but then an error message appeared to ¿contact for help.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported an informational power on reset (por). Reviewed steps to clear the por on the patient programmer. The patient cleared the por successfully and turned therapy back on. It was reported that therapy was adequate. No symptoms were reported. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.